Event description:
Patient was undergoing a mechanical embolectomy procedure to remove an occlusion in the left middle cerebral artery. The patient had very tortuous arteries. During withdrawal of the retriever, the 8f balloon guide catheter moved distally. A significant flow limiting dissection in the patient's left internal carotid artery was noted after a follow up angiogram. This dissection was attributed to the distal movement of the bgc. A self expanding stent was deployed to treat the dissection. A follow-up angiogram after stent deployment demonstrated no significant residual flow limiting dissection. After stent placement, the embolectomy procedure was continued with other devices and the left middle cerebral artery was fully recanalized. The patient tolerated the procedure well. No immediate post-procedure complications were reported. There was no evidence of any device malfunctions.